Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming properly and dropping out of the jaw. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.